Event description:
Leica biosystems received a complaint regarding the processing of biopsy tissues. On (B)(6) 2022, the assigned leica biosystems field applications specialist (fas) was informed by the complainant's laboratory manager that "...re-biopsy was recommended on a few cases. Waiting to hear back from laboratory director to provide patient identification of cases that were recommended for rebiopsy." The assigned fas documented the following information in regard to a request for the number of patients where re-biopsy was recommended: "customer has not been given permission to share this information." Additionally, the fas documented the following contacts with the complainant to obtain the patient identifiers for the cases where re-biopsy has been recommended: "(B)(6) 2022- sent email to customer with requirements for patient identification for cases where re-biopsy was recommended. 12/9/2022- called customer for update on gathering patient identifiers, customer needs approval from director. 12/13/2022- called customer for update, director needs approval from patient relations department." Specific information regarding the number of patients where re-biopsy was recommended and/or patient identifier information has not been received to date.